Event description:
Procedure type: hysterectomy. According to the reporter: while the device was being used the needle was lost either in the abdomen or on the sterile field. The needle was not found. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.